Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had undersensing and oversensing seen on stored electrograms (egms). The lead had loss of capture post non-sustained ventricular tachycardia (nsvt) and ventricular fibrillation (vf) episodes on stored egms. The lead remains in use. No patient complications have been reported as a result of this event.